Event description:
Reported low volume output during testing.

Manufacturer narrative:
Device eval results: the petals of the petal module were broken. Replaced the petal module. Also replaced the petal cover.